Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 19.1 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated they could see some insulin leaking from reservoir during normal use inside the insulin pump. The reservoir will not be returned for analysis.